Manufacturer narrative:
Initial.

Event description:
It was reported that the user initiated a return request and, during discussion, disclosed announcing multiple meals as a correction strategy while the ilet was already addressing hyperglycemia with a reported value of 339 mg/dl, which resulted in overcorrection and subsequent hypoglycemia with a reported value of 55 mg/dl; education and troubleshooting were provided regarding proper meal announcements and oral glucose use, and no device malfunction or user interface issue was identified. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia reported. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem involving improper or incorrect procedure, and implicated user interaction with the user interface rather than a device failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.